Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a sales representative. Evaluation statement: the complaint device was received and evaluated at service center. The complaint can be confirmed. A short circuit was detected in the motor cable due to corrosion. The testing of the unit was not completed, due to the availability of spare parts. The device was placed in long term hold. A possible root cause for the corrosion observed could be fluid ingress into the motor compartment, which would cause corrosion of the motor cable. When the motor cable is corroded, it can cause a short circuit in the motor cable and the device will not function as intended therefore is a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales representative that during a rotator cuff repair procedure the customer's micro tornado handpiece with hand controls button stopped working during the case. They tried a second micro tornado handpiece with hand controls, but the button on that device also stopped working. The case was completed with a third like-device with no patient harm or delays. The sales representative was not present for the case and could not provide any additional information. The devices are being returned.